Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon the second firing of the device across the cystic duct, the surgeon noticed that there was no clip on the duct and saw that there was a clip still sitting in the jaws of the device shaped like a tear drop with the distal end of the clip still open. The surgeon then pulled the device out of the patient and removed the malformed clip on the back table with a forcep. The surgeon then fired the device for a third time (on the back table) and again the device produced a tear drop shaped clip with the distal end of the clip somewhat open. The surgeon then fired the device for a fourth time (on the back table) and the device produced a properly formed clip. At that time the surgeon put the device back into the patient and was able to complete several successful firings across both the cystic duct and cystic artery to complete the case. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.